Event description:
It was reported that during a routine follow-up, high impedance, capture thresholds and lead fracture were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned, cut at 11.2cm from connector pin. Electrical tests of the returned piece indicated normal continuity. Due to the condition of the lead, further analysis could not be performed.